Event description:
It was reported that balloon withdrawal resistance occurred. The physician attempted to implant a 20 x 2.25 rebel stent delivery system into the patient. The stent was deployed and apposed in the lesion. After the stent was deployed, the balloon was stuck inside the stent because it did not deflate properly. The balloon eventually deflated, so there was no retrieval necessary. The procedure was completed with this device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the stent impressions. There were numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When negative pressure was pulled; the balloon was deflated in less than 5 seconds with no issues, which is within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon withdrawal resistance occurred. The physician attempted to implant a 20 x 2.25 rebel stent delivery system into the patient. The stent was deployed and apposed in the lesion. After the stent was deployed, the balloon was stuck inside the stent because it did not deflate properly. The balloon eventually deflated, so there was no retrieval necessary. The procedure was completed with this device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).